Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description provided for reporting. H3, h4, h6: a review of the device history record. Device history lot . Part: 04.130.351. Lot: 2l08221. Manufacturing site: grenchen. Release to warehouse date: (B)(6)2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6)2019: updated event description: it was reported that on an unknown date, the patient underwent an unknown procedure. Upon insertion of lupine, the variable angle locking plate was busted. A new implant was opened and was drilled in a different spot. Fragments were generated from the broken device but were removed easily without additional intervention. The procedure was successfully completed with seven (7) minutes of surgical delay. The patient's status is unknown. This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture additional info: surgical intervention device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure. Upon insertion of lupine, the variable angle locking plate was busted. Fragments were generated from the broken device and were removed. A new implant was opened and was drilled in a different spot. The procedure was successfully completed with seven (7) minutes of surgical delay. The patient's status is unknown. This complaint involves one (1) device. This report is for one (1) 2.0 mm ti val straight plate 12 holes. This is report 1 of 1 for (B)(4).